Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had prophylactic generator replacement on (B)(6) 2014. After the generator was replaced, high lead impedance was detected when the new generator was connected to the lead intra-operatively. The surgeon tried re-inserting the pin and ran diagnostics three times without success to resolve the high impedance. A lead revision was subsequently performed, and the diagnostics were normal. There was no known incident that would cause a lead break. Additionally, it was reported that the patient was in the office in november 2014 before surgery, and the diagnostics were within normal limits at the time. The explant hospital does not return explanted products, per hospital policy. Therefore, analysis is unable to be performed.